Manufacturer narrative:
The customer returned product from the same lot as the complained safe-t-pro. The lot number was updated.

Manufacturer narrative:
Na.

Event description:
The reporter stated that a nurse got stuck by an already used safe-t-pro lancet. She alleged that the needle was visibly sticking out of the device. There was no treatment received by the nurse for the accidental needlestick. Blood was drawn to test the nurse for blood borne pathogens. There was no adverse event. The reporter stated that they no longer have the box that the lancet came in so they can not provide the lot number. The suspect product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
Unused safe-t-pro lancets were received for investigation. The reported issue of the needle visibly sticking out of the device was investigated but could not be reproduced. All returned lancets were tested. All worked without issue and no protruding lancets were identified. Some of the lancets were also disassembled and no abnormalities were found. User error could be excluded as a cause for the event. Previous investigations showed that in certain cases, the internal wings of the lancet which intentionally break during the lancet release might jam the lancet's guiding channel. This impedes the lancet retracting back into the lancet housing.